Manufacturer narrative:
Investigation results were made available. A technical investigation was not possible to perform, as the device was not at hand for investigation. The DHR check could not be performed as the lot number was not available. The trend analysis could not be performed as no reference number was available. The compatibility check could not be performed as no product information was provided. Review of event description: it was reported in a journal article that a patient was revised in cause of septic loosening. Implantation and revision surgery dates are unknown. No other details about the event were provided. No other source documents were provided for review. The products related to the reported event were not returned for investigation. In addition, no specific product information, such as lot and article numbers were provided. Even though no lot number was provided, it can be said that the applied sterilization processes of all zimmer biomet products are validated and therefore can be considered safe and effective. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Moreover, since it is a 10 years follow-up study, it is highly unlikely that the product led to any issue related to sterilization deficiency after 10 years in-vivo time. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported in a medical journal that 12 patients received an unknown roof reinforcement ring on an unknown date. According to the article, one of the patients was revised on an unknown date due to septic loosening.